Event description:
The customer stated that she tested her blood glucose and received a reading of 411 mg/dl using her breeze2 meter. She retested using another meter and received a reading of 95 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.